Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range shock impedances. Continued observation was recommended at this point for the rv lead that remains in service. If values continue on the rise to 140's ohms, a lead test with commanded 41j shock was recommended. No adverse patient effects were reported.